Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with needle separation. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd angiocath IV catheter there was an issue with needle separation. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples were returned in support of this complaint. Our quality engineer was able to verify the reported complaint based on the provided picture. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Based on the investigation results to date the root cause was not determinate for the defect of this complaint. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.